Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed sixty-six other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "leakage found at luer connection of catheter during pre-flush, prior to used on patient." It was reported this occurred on eight devices. This reported addresses the first device.